Event description:
It was reported that the device was used during a cholecystectomy. It was reported that the device was misfeeding the clips. Unknown how the case was completed. There was no consequence to the patient.